Event description:
It was reported that invalid data was seen on the patient's quick look report. Multiple follow-up attempts were made; however, no additional information was received. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.